Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared a decreasing longevity earlier than previously estimated. The estimated remaining battery longevity of this pacemaker was designed to be calculated (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that the physician contacted boston scientific technical services to inquire regarding a patient's pacemaker battery status, since the device battery had decreased rapidly between follow up appointments. Additional review of this event determined that the pacemaker met the estimated longevity specification for the device and the alleged depletion was normal. However, the device was subsequently explanted and returned for analysis. The patient was stable with no additional adverse effects.

Event description:
It was reported that the physician contacted boston scientific technical services to inquire regarding a patient's pacemaker battery status, since the device battery had decreased rapidly between follow up appointments. Technical services are awaiting device data to determine whether the depletion is normal and the patient is being remotely monitored. No patient consequences were reported.